Event description:
It was reported that the patient presented for an implant procedure. During repositioning, the right atrial lead exhibited p-wave amplitude variation. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of p-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece with all four tines found intact and undamaged. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.